Event description:
It was reported that during a ptca / stenting treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified lesion in the mid lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for stent placement. The pt was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with a cutting balloon which was used to predilate the lesion prior to placement of an express2 (3.0 x 16 mm) stent. The procedure was successfully completed. No pt injuries or complications were reported. The pt has been discharged to home.